Manufacturer narrative:
B3: the event occurred on an unreported date at the end of june 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with cefepime (intraperitoneal) for the event. On an unknown date, the pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was discharged from the hospital and recovered from the event. No additional information is available.